Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-01015.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using pod5 coils and a lantern delivery microcatheter (lantern). During the procedure, the physician initially deployed and detached four ruby coils into the portal vein using the lantern. While advancing a new pod5 coil through the lantern, the physician met resistance after the coil advanced five centimeters in and then stopped advancing. The physician removed the pod5 coil, then attempted to advance the coil out of its introducer sheath on the table and was able to do so without an issue. Next, the physician reintroduced the same pod5 coil back into the hub of the lantern and made another attempt to advance the coil. However, the pod5 coil became stuck at the same location. This time around, the physician pushed harder and the coil advanced but became stuck again. Therefore, the physician attempted to remove the pod5 coil; however, it unintentionally detached inside the lantern. The lantern containing the detached pod5 coil was removed and then the coil was flushed out of it on the back table. The procedure was completed using a new pod5 coil and a new lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the lantern delivery microcatheter (lantern) was returned with the proximal end of the pod5 pusher assembly inserted through the hub, and a detached embolization coil inside the distal shaft. The lantern was ovalized approximately 111.0 cm from the hub. The pod5 embolization coil was flushed out of the lantern by a penumbra investigator. Conclusion: evaluation of the returned devices revealed the lantern was ovalized. This damage may have occurred due to forceful manipulation of the lantern during positioning within patient anatomy. The observed ovalizations likely contributed to resistance experienced while attempting to advance the pod5. Retraction of the pod5 through this ovalization likely contributed to the unintentional detachment of the pod5. If excessive force is used during withdrawal of the pod5 against resistance, it is likely that the polymer portion of the pod5 pusher assembly will elongate, effectively extending the distal detachment tip (ddt) distal to the reach of the pull wire distal end. This will allow the proximal constraint sphere of the embolization coil to become detached from the pusher assembly. Further evaluation revealed the pod5 pusher assembly and introducer sheath were kinked and inserted backwards into the hub of the lantern. This damage was likely incidental and may have occurred during packaging the devices for return. Further evaluation revealed a penumbra coil pusher assembly (not mentioned in the complaint) with a broken pet lock was returned alongside the lantern and pod5. This pusher assembly likely belonged to one of the ruby coils that was successfully detached in the patient prior to the pod5 being used. All penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.